Event description:
It was reported that the balloon on the catheter ruptured after two days of use. There were no patient complications.

Manufacturer narrative:
MFR control number ic97-834. The sample has been returned to arrow. Co's evaluation found that the balloon had burst in its center. Balloon failure can be associated with environmental factors during manufacturing, shipping, & storage.